Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that both back canes are bent completely down so that the stroller handle is between the wheels.